Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (t12) on (B)(6) 2022. The balloon was inflated in the centrum. When the balloon was taken out of the lesion after use, it was found that the balloon had broken. The patient was postoperatively x-rayed, and it was confirmed that the event would not cause further adverse effect to the patient. This complaint involves one(1) device vbs w/balloon sm. This is report 1 of 1 for complaint (B)(4).